Event description:
It was reported the customer experienced an elevated blood glucose (BG) level displayed as high; cause was due to malfunction alarm. Customer did not take any action to address BG level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.